Event description:
It was reported that the navlock, universal tracker adapter had a missing post and a broken and missing stopper during testing at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
The reported event was confirmed through service evaluation.

Event description:
It was reported that the navlock, universal tracker adapter had a missing post and a broken and missing stopper during testing at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Event description:
It was reported that the navlock, universal tracker adapter had a missing post and a broken and missing stopper during testing at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.